Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has reported changes in her hearing, including occasional noises and dizziness since around (B)(6) 2023. Upon examination, an increase in impedances was discovered back then. However, the user is unable to provide any specific reason for these findings.

Event description:
The user has reported changes in her hearing, including occasional noises and dizziness since around (B)(6) 2023. Upon examination, an increase in impedances was discovered back then. However, the user is unable to provide any specific reason for these findings. Medical examination will be conducted to assess the situation. A follow-up appointment is being considered, but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the received information, in situ measurements show fluctuating and increased impedances. A possible cause for the impedance fluctuations could be due to physiological changes in the cochlea. Additionally, the recipient experiences occasionally dizziness with the device. Dizziness is a known undesired side effect of cochlear implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no further information has been received.